Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that the customer had a stroke and while the customer was in the hospital, he developed high blood glucose. Caller stated that the high blood glucose was treated in the hospital. The blood glucose reading at the time in hospital was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.